Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on march 18, 2025 with lot number 2166517. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken on the device and observed missing shell assessed as inconclusive. As per the investigation procedure observed, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side implant rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, b3, d.6b, e1, h6.

Event description:
Healthcare professional reported left-side implant rupture. Device was explanted.

Event description:
Healthcare professional reported left-side implant rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.